Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump during rewind. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.